Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 43 mg/dl; treated with orange juice. The customer stated he was unsure if a button was pressed for 3 minutes or longer. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.